Event description:
It was reported that the patient had arrhythmic episodes and after the device delivered a shock, the patient became asystolic. The patient was in ICU in serious medical condition. It was later reported that the patient expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.